Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, the device evaluation findings. The scope was sent to an independent laboratory for microbial testing. The scope's air/water channel, instrument/suction channel, distal end and elevator mechanism was cultured and tested positive for the following organisms: bacillus circulans and bacillus flexus. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. The service center performed a visual inspection on the scope with an olympus borescope and found a scrape mark, kinks, along the channel wall approximately 75mm from the distal end opening. A grayish stain was also observed at approximately 70mm near the opening of the channel on the control body side. The boroscope was also used to verify the condition of the suction channel and found no signs of foreign material, damages or abnormalities. The bending section cover and bending section cover glue are non-olympus and show signs of discoloration. The scope passed the leak test. Based on the evaluation, the likely cause of the grayish stains inside the biopsy channel are attributed to insufficient cleaning. The tjf-q180v instruction manual for use provides warning statements in an effort to prevent cross contamination and equipment damage. ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, ¿returning the endoscope for repair¿ on page 70.¿

Manufacturer narrative:
The device was not returned to olympus for evaluation and is being retained by the user facility while an investigation is being conducted. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. As part of our investigation, an olympus endoscopy support specialist (ess) to observe the facility¿s reprocessing practices and provide training if necessary. The ess reported that there were no deviations noted with user facility¿s reprocessing methods up until the point of using the automatic endoscope reprocessor aer. The ess did recommend that the facility follow aer manufacture¿s (medivators) instruction on the use of the machine. The staff is using intercept detergent at pre-cleaning and manual cleaning. A steris resi-test is performed after manual cleaning and before high level disinfection. They are reprocessing twice in the medivators after manual cleaning. They are reprocessing scopes every 5 days if not used after being stored in ventilated storage cabinets. The facility is culturing scopes every other month following center of disease control (cdc) recommendations.

Event description:
Olympus was informed that a duodenovideoscope was used on possibly 17 endoscopic retrograde cholangiopancreatography (ercp) patients after culturing positive for corynebacterium jeikeium and gram positive bacilli. All intended procedures were completed with the same device. There were no patient infections reported. The scope has been isolated.